Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimate values on the insulin gauge. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge displayed a value of 160 units. There was no impact to the customer's blood glucose. Reportedly, the customer continued using the existing cartridge for insulin therapy.